Event description:
The pt had 2 lesions in the left anterior descending, one with 90% stenosis and the other with 70% stenosis. The physician ablated with the rotablator device, first using a 1.5mm burr twice. He exchanged to a 2.0mm burr and used it twice; on the third run, as the burr was going down the artery, blushing was noticed. The physician stopped and was able to remove the burr with some force, and a perforation proximal to the burr was noted. The physician tried to seal the perforation with a balloon and attempted pericardial centisis 5 times. The pt was sent to surgery and subsequently died. The physician stated that this event was not a device-related issue.